Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2017 due to high pacing lead impedance, high hv lead impedance and high capture threshold. There were no complications during the procedure. The increased capture threshold and increased pacing lead impedance was previously reported in 2938836-2014-09297.